Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ needle broke off when inserting it into the cap. The following information was provided by the initial reporter, translated from (B)(6): "I proceeded to open the packaging of the needle, when removing the cap I see that it is bent at an angle, I show it to the assistant and she handed me another one, when inserting it into the cap, it breaks due to the shape of the needle."

Manufacturer narrative:
H.6. Investigation: no samples or photos received for investigation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the bd¿ needle broke off when inserting it into the cap. The following information was provided by the initial reporter, translated from spanish: "I proceeded to open the packaging of the needle, when removing the cap I see that it is bent at an angle, I show it to the assistant and she handed me another one, when inserting it into the cap, it breaks due to the shape of the needle.".